Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? What tissue was the needle tip retained in? Were x-rays taken and do you have them for review? What size of needle piece (in mm) remains in the patient tissue? Were all the needle pieces removed from the patient? Does the surgeon plan to remove the needle piece from the patient? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation in (B)(4)? Can you identify the lot number of the 6965 ethibond suture? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a sacrocolpopexy procedure on unknown date and the suture was used. During the procedure, the needle broke off during penetration of the cervical tissue and the tip could not be removed. Another like suture was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.